Event description:
The customer reported that: during therapy the monitor gave the alarm "voltage out of range" and continued to alarm.

Manufacturer narrative:
The device was evaluated by a gambro field technician who found that voltage on pib board was low. The blood pump was disconnected and the device restarted. Voltage on pib board was then ok. The conclusion was shortage in blood pump. New blood pump motor was installed. The old blood pump motor has been returned to the manufacturer and is being investigated. No patient injury was reported.